Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer (fse) replaced the old latches with the new version and performed an open/close test using the hardware test application (hta) to verify door functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated that they were unable to access the medication from the affected tower door, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.